Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing or unexpected vitros troponin I es reagent performance had contributed to the results could not be ruled out entirely. The investigation was able to rule out a vitros 5600 system issue.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from three different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1 result: 5.16 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 0.933 ng/ml vs expected <0.012 ng/ml. Patient 3 result: 5.20 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results from patients 1 and 2 were reported outside of the laboratory and corrected reports were later issued. The higher than expected result obtained from patient 3 was not reported from the laboratory. There were no allegations of patient harm made as a result of these events. This report is number one of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).